Event description:
It was reported by the customer that bd pyxis¿ medbank mini had a cycle count issue. As per the customer report, morphine sulfate 20 mg/ml soln 07/02 while issuing the medication. Cubie had 0, but the computer thought there were 20. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had cycle count issue. A technical support specialist identified that the first medication cubie had zero stock, corrected the count, and then performed a cycle count on the second cubie to ensure the medication was properly issued to the patient. The quantity was adjusted accordingly, and a resolve discrepancy process was completed to fix all discrepancies within the cabinet to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.